Event description:
It was reported that the customer sat on the pump and as a result the touch screen became shattered and unresponsive. Additionally, it was reported that an unspecified malfunction occurred. The customer's blood glucose was 278 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.